Event description:
It was reported prior to a da vinci s surgical procedure, the bipolar maryland forceps instrument was not recognized by the system. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering placed the instrument on a test system to check for recognition and the instrumetn was successfully recognized. The grip and wrist move properly when inputs are manually rotated. Engineering also observed the distal end of the main tube has a 1.75 inch long section with material removed on one side of the tube. Damaged area is located 2 inches above the proximal clevis, parallel to the tube axis, and has a rough surface finish. The wear pattern is consistent with cannula related tube abrasion. Electrical continuity passed. No other damage found. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted.